Event description:
It was reported by service report that the footrest would not hold weight due to damaged mechanism assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.